Event description:
It was reported that via merlin.net, inappropriate therapy for atrial fibrillation with rapid ventricular response was observed. Programming changes were recommended. Device remains implanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.